Manufacturer narrative:
(B)(4). Date sent: 05/05/2021. Per photographic evaluation: this is an analysis of six photos submitted for evaluation. During the visual analysis, the following was observed: the 1st and 2nd photos show a staple leg protruding of tissue. The 3rd and 4th photos shows three donuts and on a donut can be seen two unformed staples. The 5th photo shows two donut with two unformed staple on the tissue and a protruding staple leg was noted. The 6th photo shows one donut with some b-formed staples on the tissue were noted. Based on the photos the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unknown. Device is being retained - not available for return. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Photos received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence as a result of the procedure being prolonged? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the powered circular stapler was fired. Leak test performed and no leak occurred. When surgeon did scope, he saw an open staple intra-luminary. He then decided to do another colonic resection and re-anastomose with second firing with manual stapler was fine. Another 2 hours under anesthesia and more colon tissue was resected. Procedure: sigmoidectomy.